Event description:
It was reported that a flogard infusion pump did not function. It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump that "did not function" was confirmed by quality engineering as alarm 38 because it was the only issue found during service. Service determined that the cause was due to damaged force sensing resistors (fsrs), which were replaced onsite at the facility by a baxter field service technician to resolve the issue. If additional information becomes available a follow-up will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.